Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband stated, that the customer had a low blood glucose reading that required treatment from emergency services. The reported blood glucose reading was 227 mg/dl. The customer's husband stated, that the paramedics treated the customer on the scene and that she was not hospitalized. Troubleshooting was performed and all of the programming on the insulin pump was correct. It was found that no boluses were delivered on the day of the event. It was found that according to the insulin pump, the reservoir was last changed five days prior to the event, however, the customer's husband stated, that he thought the infusion site was last changed two days prior to the event. It was explained that the reservoir and infusion set should be changed at the same time. The insulin pump passed the displacement test. Nothing further was reported.